Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination, due to the patient¿s inadequate hand hygiene (long/dirty fingernails) and poor handwashing technique. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced an infection. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was treated outpatient for peritonitis. Peritoneal effluent fluid cultures were obtained and were positive for staphylococcus epidermidis. A peritoneal effluent fluid cell count revealed an elevated white blood cell count; however, the result was unavailable. The patient was treated with intraperitoneal (ip) vancomycin daily (dose and duration not provided). The pdrn stated the cause of the peritonitis was touch contamination, due to the patient¿s continued poor hand hygiene. The patient has ¿very long and unkept fingernails¿ despite continued education regarding hand washing and nail care. The pdrn stated the event was unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). The patient continues to perform continuous cyclic peritoneal dialysis (ccpd) and has recovered from the event.

Manufacturer narrative:
The concomitant products inadvertently included liberty cycler set, however the liberty select cycler should have been included and has been added.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.